Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted into an outside hospital, complaining of left sided peripheral vision loss, and was diagnosed with stroke with hemorrhagic conversion. The patent¿s lactate dehydrogenase (ldh) was also elevated, and the patient was transferred to the implanting center. Neurology diagnosed a subacute right occipital infarct with small area of hemorrhage. They determined that the patient was at low risk for further hemorrhagic conversion, and recommended resuming unfractionated heparin as a bridge to warfarin. The only sequela of this cerebral vascular accident was a left hemianopsia. The patient was discharged in stable condition on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported stroke with hemorrhagic conversion and elevated ldh could not be conclusively determined. Stroke, bleeding, neurologic dysfunction and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.